Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('same procedure/essure removed 3 years ago') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypothyroidism ("hypothyrodism") and alopecia ("hair worse now than before, I am finding it everywhere"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and alopecia outcome was unknown and the hypothyroidism had not resolved. The reporter considered alopecia, hypothyroidism and medical device removal to be related to essure. The reporter commented: essure placed 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hair worse now than before, I am finding it everywhere was added. Essure removal date 28-jun-2016 and patient age was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('same procedure/essure removed 3 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypothyroidism ("hypothyroidism"). At the time of the report, the medical device removal and hypothyroidism outcome was unknown. The reporter considered hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: content from plaintiff fact sheet (social media) received. Event hypothyroidism was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('same procedure/essure removed 3 years ago') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6)2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"), alopecia ("hair worse now than before, I am finding it everywhere") and neuralgia ("severe nerve pain"). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal, alopecia and neuralgia outcome was unknown and the hypothyroidism had not resolved. The reporter considered alopecia, hypothyroidism, medical device removal and neuralgia to be related to essure. The reporter commented: essure placed 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event "severe nerve pain" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('same procedure/essure removed 3 years ago') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypothyroidism ("hypothyrodism"), alopecia ("hair worse now than before, I am finding it everywhere") and neuralgia ("severe nerve pain"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, alopecia and neuralgia outcome was unknown and the hypothyroidism had not resolved. The reporter considered alopecia, hypothyroidism, medical device removal and neuralgia to be related to essure. The reporter commented: essure placed 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('same procedure') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.